Manufacturer narrative:
Pump received with reservoir tube lip completely broken off noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s high blood glucose level was 123 mg/dl. The customer reported that the reservoir compartment broken. The troubleshooting was performed and found that reservoir was able to lock in place. The customer declined high blood glucose troubleshooting. The customer was advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.